Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retained product lot hcg7110128 was tested with clinically negative urine and serum samples, as well as low level hcg samples (2 miu/ml serum, 4 miu/ml urine). The testing results indicated that all devices yielded correct negative results at the appropriate read times. The retained product testing indicated the product performed as expected and met qc specifications. The customer's observation was not replicated. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2019, a (B)(6) year old woman had a false positive result on an hcg test. No serum quant test was performed. Although requested, no other information was provided. The customer reported a recent increase in false positive results on older patients. This third file, 2027969-2019-00483, is one of 4 files. The first is 2027969-2019-00476, the second is 2027969-2019-00482, the fourth is 2027969-2019-00484.